Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a cut in the tubing through valve vl48b from the bottom of the diff mixing vacuum chamber (vc25). He replaced the tubing and corrected the issue. Identification of failure mode: a cut in the tubing through valve vl48b from the bottom of the diff mixing vacuum chamber (vc25). Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The customer stated that there was a fluid leak from the back of the lh750 instrument. When the unit sits without use for extended periods of time the first 4 counts give 8192 and then may come in. The volume of leak was <2 ml and was not contained within the unit. The customer was wearing gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.